Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge change error message occurred immediately after the customer tapped on change cartridge. Customer's blood glucose was over 500 mg/dl and was addressed by using manual injections. Reportedly, customer reverted to manual injections for insulin therapy.